Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. Customer remembered eating glucose tablets and passing out. Customer's husband called the paramedics. The blood glucose reading at the time was 48 mg/dl. Customer stated that the bolus wizard settings must be incorrect. Customer stated that the blood glucose level goes high and low; she is active at work. The blood glucose was high as 361 mg/dl, then went low to 48 mg/dl. The current blood glucose reading is 61 mg/dl. Customer treated with juice. Nothing further reported.